Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the nurse that the patient had a heart rate of 35 beats per minute which quickly returned to a normal range once they were able to lie down. In addition, it was noted that the right ventricular (rv) lead threshold was observed to be high. The implantable cardioverter defibrillator (ICD) and rv lead remain in use. No further patient complications have been reported as a result of this event.